Event description:
A vascular prosthesis in a pt was replaced because the implant site had become infected. According to the transplant physician, the implant was weeping serum which collected at the implant site. The physician believes this may have caused or contributed to the infection.